Event description:
In 2002, the pt was implanted with a vented electric left ventricular assist device (lvad). 04/04, the vad coordinator contacted the MFR reporting that the pt was at home experiencing intermittent red heart alarms with intermittent pump stoppage. The pt was brought into the hosp, and reported that the pump had stopped approx four times in one hour. The red heart alarm continued intermittently with no power limit advisory on the system check screen. At this time, the MFR reviewed the stroke volume limiter (svl) set-up with the vad coordinator. The vad coordinator stated that they were going to use the svl, the pneumatic driver console and schedule a pump exchange. The pt had a pump replacement on the 4th day and remains on lvad support while awaiting a heart transplant.